Manufacturer narrative:
Medwatch sent to FDA on 9/22/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, bruising, and vascular occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: juvéderm ultra injectable gel must not be injected into blood vessels. Introduction of juvéderm ultra injectable gel into the vasculature may occlude the vessels and could cause infarction or embolization. Injection procedure reaction to juvéderm ultra injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Adverse events: per table 1: injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject nlf¿s) possible injection site responses post injection with juvéderm ultra plus include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Local injection-site responses were recorded in subjects¿ diaries one or more times for 98% of juvéderm ultra plus injectable gel treated nlf¿s and 97% of zyplast dermal filler treated nlf¿s. Subjects¿ scores for both products were predominantly mild or moderate in intensity, and their duration was short lasting (7 days or less). Juvéderm ultra plus injectable gel injection-site responses reported by greater than 1% of subjects and not noted in the above tables were skin dryness and peeling. No clinically meaningful differences in the safety profiles of juvéderm ultra plus injectable gel and zyplast dermal filler were found during the study. Post-market surveillance: post-market safety surveillance of juvéderm injectable gel in countries outside the us indicates that the most common adverse events include swelling, redness, discoloration, and bruising."

Event description:
Healthcare professional reported after injection in the lips and nasolabial folds with one syringe of juvederm ultra, the patient experienced right upper lip swelling and bruising. Healthcare professional stated the area became worse the next morning, so the patient was provided arnica and told to ice the area and to use a warm compress. On the same day treatment was provided, it was reported that the bruise covered the entire upper lip. Healthcare professional spoke to an allergan adverse event consultant who believes it could be vascular occlusion. Symptoms are ongoing.